Event description:
It was reported that the pt was hospitalized for renal failure following a transurethral needle ablation of the prostate. The manufacturer's representative was present at the procedure and was aware of no complications. A total of five lesions were performed: three at the bladder neck, one at the left midlobe, and one at the right midlobe. The weekend following the procedure, the pt went to the ER complaining of vomiting. His creatinine levels progressed from a baseline level of 1.2 mg/dl to 2.9 mg/dl to a high of 13 mg/dl, indicating renal failure. The pt was admitted and given 5 mg of valium, 5 mg of percocet, 20 cc of 1% lidocaine, and 500 mg of levaquin prophylactically. Further info is being requested from the hcp.

Manufacturer narrative:
.